Event description:
Customer reported that the hold button is detaching from the alarm. There are no signs of damage or picking marks around the location of the hold button. Customer reported that when the alarm is in use that it is placed out of the patients' reach. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Results: evaluation of the returned product found the hold button has tape over it and when the tape was removed, the button popped out. The contact coil inside the battery compartment was completely bent however the alarm does power on. The unit failed to alarm when pressure is off the sensor pad. When the rj-11 connector is wiggled inside the receptacle the alarm sounded intermittently. Note: instructions for use state: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if: battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. When accessing the battery compartment slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Insert four (4) new "aa" alkaline batteries. This product was manufactured in 2008 indicating over three years of usage. Manufacturer references file # (B)(4).